Event description:
It was reported that the patient experienced pain in the upper side of the hip and alleged sensation of the tendon moving within the joint approximately 11 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00620005022, lot number: 61801109, brand name: trilogy cup. Catalog number: 00631005032, lot number: 61771176, brand name: xlpe liner. Catalog number: 00801803203, lot number: 61803912, brand name: cocr head. Catalog number: 00625006530, lot number: 61832519, brand name: bone screw. Catalog number: 00786401100, lot number: 00115660, brand name: tm stem. Multiple reports were submitted along with this report : 0002648920-2022-00148, 0001822565-2022-01939, 0002648920-2022-00149, 0002648920-2022-00150, 0001822565-2022-01940. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4 (UDI) : n/a. H6: component code: mechanical (g04)- head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.